Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 890 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia and feeling foggy. The patient reports they had received a communication error while wearing the pod. The patient removed the pod prior to going to the hospital. Once at the hospital the patient had blood work as well as an electrocardiogram and a kidney exam administered. The patient was treated with intravenous fluids, baking soda by intravenous as well as an insulin drip. The patient was prescribed insulin. The patient was discharged from the hospital after 4 days.